Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved bipolar dissector (cbd) instrument could not be removed. The surgeon was trying to straighten the wrist of the cbd instrument before the removal; however, the wrist of the instrument was bent 90 degrees and was caught on the tip of the cannula. The surgeon had to remove the cbd instrument and the cannula together. The customer used a new cbd instrument to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained additional information. The surgeon did not perform port incision enlargement to remove the instrument. The missing material identified by the failure analysis occurred outside of the surgical procedure. There was no fragment that fell inside the patient¿s anatomy. The patient did not return to the hospital for any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The curved bipolar dissector (cbd) instrument was analyzed and found to have a broken main tube. The distal end was completely detached from the main tube. A piece measuring proximately 0.230¿ x 0.383¿ was not returned with the instrument. The complaint regarding the difficulty in removing the instrument was confirmed by failure analysis.